Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a right distal femur fracture was implanted with a plate and screws on (B)(6) 2013. Follow-up x-rays taken indicate two screws broken, the construct loosening and loss of reduction. The patient was returned to the operating room on (B)(6) 2014 for removal of hardware and unknown revision. This report is 1 of 11 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Product development evaluation reports the plate was returned for evaluation and did not show any sign of failure. The x-ray images show that a mix of locking and compression screws were used for the fixation of the proximal bone segment. The chosen fracture fixation technique did not correspond with the fracture fixation principles described by the ao manual for internal fixation nor with the technique which is described by the locking compression plate-distal femur (lcp df) technique.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.